Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and current controlling transistor q1 on the charger bedside board was thermally damaged. The cause for the failure was isolated to damaged battery board and thermally damaged transistor. The root cause for the contamination was ingress of an unknown liquid. The root cause of the thermally damaged transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.